Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 30-year-old male patient with a past medical history of coronary artery disease (cad), multi-vessel disease, an ejection fraction of 15%, presenting in scai stage d shock and ventilated for respiratory support prior to initiation of support. The patient presented a few days prior with fatigue, shortness of breath, 100% complete total occlusion (cto) of left anterior descending artery (lad) with some collaterals. Worsening symptoms associated with hypotension with diuresis and guideline-directed medical therapy (gdmt) initiation for heart failure. The impella 5.5 was inserted for ventricular support during an elective high-risk coronary artery bypass graft (CABG) surgery. During the procedure, there was some leaking from the anastomosis, along with needle sites of the vein graft. The patient was coagulopathic and received dozens of blood products. The chest was packed, reexplored, and eventually closed. The impella was in an ideal position with excellent flows at p-6 at 4.1l/min. There were periods of low pulsatility that were self-resolving. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D1 brand name was revised. The investigation was completed and no device was returned. Investigation summary: major bleed/asae: the cause of the access site adverse event was related to patient condition due to patient's coagulopathy per clinical details.

Manufacturer narrative:
H6 health effect - impact code f12 is no longer appliable to this report section d catalog number was corrected.